Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user had incorrect code key. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 100 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer called and stated that his/her meter was reading higher than his normal range of 100-200 mg/dl. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time. The customer is concerned with all the readings above. All readings are fasting.